Event description:
It was reported that occlusion alarms occurred. Customers blood glucose level did not exceed 500 mg/dl and was not reported as ¿high.¿ reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer resolved the issue by changing the infusion set and cartridge before resuming insulin administration.